Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided therefore, specific pt info, device programming or, event details were not available. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.